Event description:
It was reported that the unit implanted is listed on the 2018 recall. The patient states that he experienced horrific pain after the unit was implanted. The unit was explanted about 6 months later and alleviated some pain but not all. He has experienced pain, muscle spasms, infections, and utis for 8 years. He has received dry needling therapy for his muscle spasms. Long needles are stuck deep into the muscles that are spasming. The patient mentioned he does develop infections and uti after the dry needling therapy. He is unable to have an MRI because there is a partial wire. The wires may have been cut vs disconnected. No additional information has been reported. Our research and development department stated that the spf shouldn't cause any utis.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g1: contact office, g6: type of report, h2, h8, h5: labeled for single use. Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported that the unit implanted is listed on the 2018 recall. The patient states that he experienced horrific pain after the unit was implanted. The unit was explanted about 6 months later and alleviated some pain but not all. He has experienced pain, muscle spasms, infections, and utis for 8 years. He has received dry needling therapy for his muscle spasms. Long needles are stuck deep into the muscles that are spasming. The patient mentioned he does develop infections and uti after the dry needling therapy. He is unable to have an MRI because there is a partial wire. The wires may have been cut vs disconnected. No additional information has been reported. Our research and development department stated that the spf shouldn¿t cause any utis. No additional patient consequences/ further information has been reported. The spf- plus mini was not returned for further evaluation.